Manufacturer narrative:
On (B)(6) 2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation. Unconfirmed/no return of device for evaluation. Device history record reviewed, no abnormalities related to the reported failure. Root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer reports patient was injured : patient's eyes/corneas become blurry, superficial burn that will heal without any trace.